Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (batch/lot number) is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the 1.5mm hex driver tip (part number 80-0728) broke. The driver tip snapped and was left lodged in the locking screw head. There were no adverse consequences to the patient, and this issue resulted in a 15 minute delay in procedure. This report is related to report number 3025141-2022-00188 which is for the screw involved in this event.